Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt is without stimulation and unable to turn his charging system on. In an effort to resolve this matter, replacement charging system was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. According ot the MFR's registration records, the pt's ipg remains implanted.